Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, some of the buttons had tactile issue with contamination under the button contacts and the keypad connector wire was damaged. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored display with audible and vibratory features. The ¿ok¿ and contrast buttons were unresponsive. Removal of the keypad cover found contamination under the ¿ok¿, ¿up¿ and ¿down¿ button contacts. The connector wire to the keypad was found to be damaged. Unrelated to the display and button issue, the keypad cover was found peeling and the bolus button cover was torn. Due to the unresponsive ¿ok¿ button, the investigation was unable move past the verify screen and the bolus button functional test was not conducted. (B)(6).